Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received the crc was incorrect for the application program area pump error. Customer received a low battery alert prior to the replace battery alert customer states that the self test did not pass and pump error reoccur the customer¿s blood glucose level was 163 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement tests; it failed self test returning an unexpected pump error due to a problem isolated to electrical board. Pump error is confirmed in the formatted history file. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing.